Event description:
IV pump malfunction. Pump alarmed - told us to plug it in or it would turn off. The pump was plugged in. Then the screen turned red and stated "battery discharge". The only thing it allowed me to do was shut the pump down and restart. This pump was running levo at 1mcg/kg/hr, and neo at 3mcg/kg/hr.